Manufacturer narrative:
Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that both heads of the returned screws are detached from the shafts. There is slight damage to the threads near the break and to the drive recess. This complaint is confirmed. Drawing (B)(4) for the implants was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned implants are used to affix plates including proximal humeral plates and proper use and maintenance are addressed in technique guides (B)(4). The complaint condition was most likely caused by a stress riser that formed in the screw due to poor bone quality and a non-compliant patient, combined with using the minimum specified number of screws, rather than the design of the instrument. This complaint condition is possibly a result of a stress riser that formed in the screw due to poor bone quality and a noncompliant patient, rather than the design of the instrument; but the exact cause cannot be determined. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was done due to a malunion and two broken screw heads. The patient was originally treated for a distal tibia fracture with a medial distal tibia plate on an unknown date. It is unknown how the surgeon discovered the patient had a malunion and broken screw heads but the issue was confirmed via x-ray. The surgeon retrieved all the pieces of the broken screws and explanted all hardware. The surgeon used an external fixator and successfully completed the surgery. This is report 2 of 2 for (B)(4).